Event description:
A customer contacted baxter's technical service center to report having a system error 2098 alarm with the homechoice (hc) machine during use. The technical service representative (tsr) had the home patient (hp) cycle power and the hp started going through the setup with the same supplies. The tsr explained that he should setup with new supplies. The hp stated he was going through setup with the same supplies and that if any alarms reoccurred he will setup with new supplies. There was patient involvement but there was no patient injury or medical intervention reported for this event.

Manufacturer narrative:
(B)(4). During a follow up call, the facility nurse confirmed that the patient did experience an episode of peritonitis in (B)(6) 2011. The diagnosis was made on (B)(6) 2011. The patient was treated with fortaz and cefazolin for two days (dose and route no known). The patient was transferred to cefazolin intraperitoneal (ip). The patient indicated he did not always use good aseptic technique during therapy. The patient was reeducated regarding aseptic technique. The patient has recovered from this event. The nurse indicated there was no causal relationship between the baxter solutions or devices that contributed to the event. No further information is available.

Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot numbers (h11f07033 and h11f26017) with no defects noted. This complaint for a report of a use error - breach in aseptic technique issue is confirmed because the patient reported poor aseptic technique during therapy. The cause of the use error - breach in aseptic technique is unknown. The label review found the labeling adequate for the use error in this complaint.

Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.